Event description:
This report is being filed after the subsequent review of the following journal article, gereli, a., nalbantoglu, u., kocaoglu, b., and turkmen, m. (2014). Comparative study of the closed reduction percutaneous cannulated screw fixation and open reduction palmar locking plate fixation in the treatment of ao type a2 distal radius fractures. Arch orthop trauma surg, 134, 121-129. The authors prospectively collected and retrospectively analyzed outcomes data for 65 patients with arbeitsgemeinschaft fur osteosynthesefragen (ao) type a2 fractures treated with either closed reduction, percutaneous cannulated screw fixation (crpcs) using synthes device, 4.0 millimeter cannulated long threaded screw or open reduction palmar locking plate fixation (orplp) using either synthes device, palmar fixed angle locking plate or plate of competitor between january 2005 and april 2012. The crpcs group consisted of 18 women and 16 men, mean age 41 years (range 18-60 years); the orplp group consisted of 14 women and 17 men, mean age 44 years (range 18-60 years). Average follow-up was 32 months (range 12-90 months). Results included one patient in the crpcs group who presented with first dorsal compartment irritation caused by a prominent screw. The implant was removed and the patient reported total improvement in symptoms after removal. One patient in the orplp group presented with flexor carpi radialis tendon irritated by the plate. The implant was removed and the patient reported total improvement in symptoms after removal. The authors did not specify whether the implanted device was synthes or that of a competitor. This is a serious injury report in which one patient in the crpcs group presented with first dorsal compartment irritation caused by a prominent screw. The implant was removed and the patient reported total improvement in symptoms after removal. This report is for an unknown 4.0 millimeter cannulated long threaded screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for an unknown 4.0 millimeter cannulated long threaded screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.